Manufacturer narrative:
Communication/interviews: a getinge representative spoke with the customer biomedical technician and had them check to see if the unit was seated properly in the cart. The technician stated that the unit was not fully inserted in the cart and that once the unit was fully seated in the cart, the unit showed that it was running on a/c power. The issue was corrected over the phone. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having battery issues. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having battery issues. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Additional customer contact phone: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by repairing the plug wires. Fse then completed preventive maintenance and safety and functional checks and released the device for clinical use.